Event description:
The user stated at least once or twice a week, she has a pt sample for creatinine kinase that results "less than 0 u per l or some value less than 8 u per l on the integra 800 then is run on the integra 400 and results at 11, 12 or even 16 u per l." The result from the integra 400 is reported out when this issue arises. No specific data was provided. The user refused a service visit and stated the qc is always within range and there have been no problems with calibrations. The investigation is ongoing. If add'l info is received, appropriate notification will be provided.